Event description:
It was reported that the valve leaked.

Manufacturer narrative:
The valve passed patency, siphon and reflux testing. It was with within specifications for pressure flow and preimplantation testing. The valve did not pass leakage testing due to a small tear in the top of the delta chamber. It is unclear how or when this damage occurred. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.